Event description:
It was reported that the device did not charge. It was to charge the renasys device with another cable, unfortunately it did not work. There was no patient involvement.

Manufacturer narrative:
Please find below the results of our investigation: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. However the device was found to be missing the odour filter, this issue was corrected and the pump was tested and returned to the customer.